Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: an impella rp flex was inserted via right femoral vein in a 78 year old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were not included. The patient¿s clinical state prior to initiation of support was scai stage e. The patient had a known pneumothorax from cardiac arrest requiring cardiopulmonary resuscitation. While on support, it was reported the subject was bleeding. The source of bleeding was unknown but suspected to be from the trauma from the cardiopulmonary resuscitation. The patient's activated clotting time was 240 seconds. Care was withdrawn and the pump explanted, and the patient expired. Death and bleeding are known potential adverse events of the impella rp flex per the instructions for use.

Manufacturer narrative:
Corrected data. D1 updated/corrected. Investigation summary: ppae (major bleed): the cause of the injury was not determined due to insufficient clinical details.